Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic tha on (B)(6) 2021. The surgeon complained the grater heads were dull while reaming the acetabulum. Another like device was used to complete the procedure. There were no surgical delays or patient consequences reported.